Event description:
Customer stated that during testing the device operated automatically without user activation. There was no pt involvement nd no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve present on the device was bent.